Event description:
It was reported the patient¿s blood glucose reached 350 mg/dl after wearing the pod between 36 and 48 hours on arm. Hyperglycemia treated by patient activating new pod.

Manufacturer narrative:
The returned device was evaluated and a tear was found in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred. No timeouts or drive stalls were seen in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.